Manufacturer narrative:
(B)(4). Foreign: (B)(6). Concomitant medical products: articular surface size ef 10 mm height "use with plate 5 cat#:00596404010, lot#: 61934054, femoral component option size f left compatible with lps-flex prolong cat#: 00596401651, lot#: 61921132. Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported that the patient underwent revision procedure four year after initial knee procedure due to tibial tray fracture.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports:0001822565-2018-07084. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of tibial component shows nicks, gouges and wear. Tibial tray was fractured across the posterior section due to contact wear. The fractured tray¿s smaller portion was due to contact deformation and suggesting femoral condylar is contact with tibial tray. The medial portion of tibial tray¿s fracture artifact shows fatigue fracture. Additionally, the visible fracture surface artifacts suggest a probable fatigue fracture. Dimensional analysis identifies the tibial component is conforming to specification. DHR was reviewed and no discrepancies relevant to the reported event were found. Per package insert nexgen tibial components; pain, fracture and wear are known adverse effects of the tka procedure. However, a definitive root cause cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported the patient experienced pain prior to diagnosis of fractured tibial tray and revision procedure.